Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had a power issue. The reporter noted that the pump casing was cracked and moisture was present. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/09/2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/20/2017 with the following findings: review of the black box data revealed multiple records of unexpected power on reset events dated (B)(6) 2017. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. The test cap was able to secure properly to the pump for testing. The pump powered on and was exercised for 24 hours without any interruption of power. Investigation did not duplicate the alleged power complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked and moisture corrosion was observed inside the battery compartment.